Event description:
I used fixodent for about five years. In 2004 to 2009 and that when I began experiencing tingling in my hand. I have copper and high levels and it did not come from being a diabetes. Dose or amount: denture cream. Frequency: once a day. Route: oral. Dates of use: 2004. Diagnosis or reason for use: neuropathy. Event abated after use stopped or dose reduced?: no.